Event description:
The customer called in asking for assistance with changing their cartridge. The customer's blood glucose level was impacted. Tandem technical support successfully assisted customer with completing the load process.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.